Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they had the stimulator off, however they could still feel the stimulation going through their body. Patient said that they had a fall, they fell like six times. Patient said that they wanted to make sure that the implanted neurostimulator didn't tear up or anything. The patient was redirected to their healthcare provider to further address the issue. Patient noted that an appointment was already set up for two weeks. When asked for the event date, patient said that it was yesterday. Additional information was received from the patient. Patient unable to provide name of current hcp, but did indicate this was a new hcp. Patient repeated information: patient wants the hcp to remove the ins because they turned it off, and they still have electricity running through their body. Pt reporting they are not sure if the manufacturer's device is damaged, they fell 16 times. Patient indicated they would be seeing the unknown hcp today (B)(6) 2025). Patient was unable to provide hcp name, or contact info, and did not have a way to write down voicemail inbox number to call back to provide hcp information. Agent reviewed hcp can call technical services and request a manufacturer representative (rep) be paged if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.